Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had replace battery now alarm. Customer¿s blood glucose level was unknown at the time of the incident. Troubleshoot was performed. Customer did not receive low battery alert prior to the replace battery now alarm. Customer states the battery was not previously used. Customer states the pump was not dropped. Customer states there were not unattended alarms and had second occurrence of replace battery now without a low battery warning. The customer was advised that the pump will be replaced. The pump will not be received for analysis.